Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the lcd cable on connector j2 of the back light inverter that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.